Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot# va1xu2j, implanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that at the stage 2 surgery, when the hcp removed the right lead end cap and boot, it was noticed the end of the lead appeared bent/stretched particularly at contact 8. It was unknown whether any external, environmental, or patient factors may have contributed but was mentioned it may have occurred during the removal of the boot or cap on the lead. The hcp observed the end carefully and at insertion into the extension connector, they made sure the contacts were all ok and able to line up. The hcp said the contacts all lined up evenly from lead to extensions connected. Impedances were checked and all in range (700 ohms). No problems were found. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.